Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that there was a deviation between the stylus tip and the cursor on the screen and therefore the touch screen connector was reseated and cleaned, the parameters were reset and the touch screen was calibrated. It was also noted that the left keyboard hinge and the front latch base of the keyboard frame were broken and errors were found in the software history. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was misaligned with the cursor on the display screen. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.